Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: complaint summary. It was reported that on an unknown date, during an unknown procedure, the tip of the small hexagonal screwdriver shaft broke off while trying to remove a metal anchor from a patient's right knee as part of a total knee procedure. The tip of the screwdriver remained in the anchor which remains in the patient. It is unknown if there was surgical delay. Procedure outcome and patient status are unknown. This complaint involves one (1) device. Photo investigation: the device was not returned. A photo-investigation was performed on the images located in pc attachment ¿(B)(4) intake email from j&j employee with device photo 27jan2021". It was observed that the tip of the screwdriver was broken. No other issues were noted. Embedded device could not be confirmed from the provided image. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition was confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed, background: 19 feb 2021: updated event description: it was reported that on an unknown date, during an unknown procedure, the tip of the small hexagonal screwdriver shaft broke off while trying to remove a metal anchor from a patient's right knee as part of a total knee procedure. The tip of the screwdriver remained in the anchor which remains in the patient. The surgical procedure was successfully completed with surgical delay. The patient outcome is unknown. This complaint involves one (1) device. Investigation flow: damage . Visual inspection: the scrdriver shaft-hex (part # 314.03, lot # l849392) was received at us cq. Upon visual inspection, the distal tip of the device was observed to be broken and the broken piece was not returned. The embedded piece cannot be confirmed as there was no evidence (photos or x-rays) provided showing that the fragments were embedded in the patient. No other issues were identified with the returned device. Device failure/defect was identified. Dimensional inspection: dimensional analysis was performed, the shaft diameter was measured and is within the specification. Complaint was confirmed. Yes, however, the embedded device cannot be confirmed. Conclusion: the complaint condition was confirmed for the scrdriver shaft-hex (part # 314.03, lot # l849392) as the device was broken. However, the embedded device allegation was not confirmed as there were no photos or x-rays provided. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: part returned. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Product code 314.030. Lot number l849392. Manufacturing site: haegendorf. Release to warehouse date: 24. May 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Part: 314.030. Lot: l849394. Manufacturing site: hägendorf. Release to warehouse date: 06.june 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: photo investigation: the device was not returned. A photo-investigation was performed on the images provided. It was observed that the tip of the screwdriver was broken. No other issues were noted. Embedded device could not be confirmed from the provided image. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition was confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. H6: a device history record (DHR) review was conducted: part: 314.030, lot: l849394, manufacturing site: hägendorf, release to warehouse date: 06.june 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the surgery was prolonged for unknown amount of time due to the reported event. Surgery was successfully completed.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, the tip of the small hexagonal screwdriver shaft broke off while trying to remove a metal anchor from a patient's right knee as part of a total knee procedure. The tip of the screwdriver remained in the anchor which remains in the patient. It is unknown if there was surgical delay. Procedure outcome and patient status are unknown. This report is for one (1) small hexagonal screwdriver shaft. This is report 1 of 1 for (B)(4).